Event description:
It was reported that alarm 01 occurred while cartridge was in use, but caller could not confirm any visible damage and original cartridge was not available for return. There was no adverse impact to the customer¿s blood glucose level. Caller was instructed by technical support to load new cartridge, and caller successfully loaded replacement cartridge and resumed insulin delivery without further issues.